Manufacturer narrative:
The insulin pump was received with a cracked case behind the pump at the battery compartment and a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. No moisture damage found on the keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump damage as well as blank display and exposed to fluid. The customer¿s blood glucose was 171 mg/dl. The customer was assisted with troubleshooting. Customer stated that they went to swimming and insulin pump had failed dead, blank display and crack. Customer states they did hear fluid when shaking the insulin pump. Customer states they see fluid under the lcd. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.